Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the surgeon putting the cup in an unsatisfactory position, so the patient was dislocating. The surgeon ended up using a stryker dual mobility acetabular component and put in a new biolox delta option head.